Event description:
It was reported that within twenty four hrs post chronic catheter placement procedure, extravasation was allegedly noted on the patient and upon imaging, the catheter was noted to be split. The device was removed and replaced. The patient was reported to be in a stable condition.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 01/2024).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman s/l catheter was returned for evaluation. Functional, tactile, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter split issue, as the outer catheter appeared detached from the adhesive holding the catheters together. The investigation is unconfirmed for the reported fluid leak issue, as no damage to the inner catheter was noted and the catheter was patent to infusion and aspiration without issue. No leaks were noted. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2024), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that within twenty four hrs post chronic catheter placement procedure, extravasation was allegedly noted on the patient and upon imaging, the catheter was noted to be split. The device was removed and replaced. The patient was reported to be in a stable condition.